Event description:
It was reported that the patient never received the replacement recertified dreamstation st30 device, and did not need the replacement since the user had passed away. There was no allegation that the device contributed to the death. There were no reports of medical intervention. Additional information is being requested regarding the details of the reported death. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Correction: this report is being submitted to include the product UDI.

Manufacturer narrative:
Correction: this report is being submitted to include the product UDI.

Manufacturer narrative:
This report is submitted to provide additional information from the manufacturer's final investigation findings and to include the related coding fields and date received by mfg. The manufacturer previously reported: "it was reported that the patient never received the replacement recertified dreamstation st30 device, and did not need the replacement since the user had passed away. There was no allegation that the device contributed to the death. There were no reports of medical intervention. Additional information is being requested regarding the details of the reported death. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete." The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities.